Event description:
It was reported that colonic ftrd was used for the treatment of a recurred polyp in the transverse colon. Clip application was not visually verified before tissue resection. Perforation was initially closed by endoscopic clips. Patient needed surgery due to incomplete perforation closure by endoscopic clips.

Manufacturer narrative:
Colonic ftrd was used to treat a recurrent polyp in the transverse colon. Prior to tissue resection the clip application was not verified by the user resulting in a perforation. The patient needed surgical treatment for perforation closure. The technical analysis of the product in question did not reveal any abnormalities from product specification. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".